Event description:
Original description of event in (B)(6) hospital : "before the start of transport, the pressure regulator was checked for function and the compressed gas tank for fill level, no abnormalities whatsoever. At arrival in the operating theater, transfer of the unit to the anesthesia team, no further irregularities. When the cylinder was opened again, a loud outflow noise was heard, almost at the same time sparks could be seen. Valve was closed immediately. Significant burn marks on the pressure regulator."

Manufacturer narrative:
Potential cause of ignition ( or more probably ignition mechanism caused by combination of some factors): insufficient tightening of the inlet nut on the sov valve. There could be impurities on the inlet connection o-ring. - the outlet connection of shut-off valve could be contaminated / scratched. Quick opened cylinder valve.